Event description:
It was reported to boston scientific that a flexima plus biliary stent was successfully implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, performed on (B)(6), 2023. It was reported that after the flexima plus biliary stent was implanted, the placement of the stent was checked under fluoroscopy, and the stent appeared longer. The stent was measured on the screen as longer than 5cm between the stent barbs and more than 7cm in length from end to end of the flexima plus biliary stent. The flexima plus biliary stent remained implanted and there were no patient complications or injury reported as a result of this event.

Manufacturer narrative:
Block h6:imdrf device code (B)(6) captures the reportable event of device labeling issue.